Manufacturer narrative:
H3: one opened and unused device was received for evaluation. As received, the bag was observed to have a tear. The deformation of the tear was jagged. Additionally, received a label showing the lot number 6021190. The complaint of leak from the bag can be confirmed due to the tear observed in the bag. The probable cause of the damage is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leak from the anesthesia bag. There was no disinfection or sterilization, and no infectious disease occurred. This occurred during priming. There was no patient harm or adverse events reported as a result of the event.